Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmeas, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is user error; improper implant size selection, using an implant that was too long or placing the implant too deep, likely combined with the patient's dysmorphic and sclerotic sacrum which required an atypical implant installation procedure.

Event description:
The patient had left side si joint arthrodesis in (B)(6) 2018 where three implants were installed. The patient complained of radicular pain following the procedure. The surgeon determined via CT scan that while the most superior positioned implant had not breached the neuroforamen, a bone fragment was inside the neuroforamen impinging on the nerve root. In (B)(6) 2018, the surgeon performed a minimally invasive hemi-foraminotomy to remove the bone fragment which was successful; however, the patient still had radiculopathy symptoms post-op. The surgeon decided to remove the superior positioned implant. In (B)(6) 2019, the surgeon performed a revision procedure where the superior positioned implant was removed and replaced it with a shorter and wider implant of the same type. No other preexisting implants were adjusted or removed. The patient's radicular pain symptoms resolved following the revision procedure.